Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implanted: (B)(6) 2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-operative diagnosis: lumbar spondylosis, left l4-5; lumbar foraminal stenosis, left l4-5; lumbar facet hypertrophy, left l4-5. The patient underwent the following procedures: left transforaminal lumbar interbody fusion. Left l4-5 complete facetectomy, left l4-5 complete diskectomy, left l4-5 partial hemilaminectomy to decompress the exiting and passing nerve roots. Complete lumbar diskectomy, l4-5, with endplate removal for preparation of the endplate for arthrodesis. Left l4-5 transforaminal approach for arthrodesis in the interbody space using a combination of locally harvested autograft and rhmp-2 soaked collagen sponge. Harvest of a local autograft during the decompression. Bilateral pedicle screw instrumentation,l4-5. Left approach for transforaminal placement of interbody device. Intraoperative fluoroscopy in both the ap and lateral modes throughout the procedure. Free-run emg of the exiting and passing nerve roots during this procedure continuously. No intra-operative complications were reported.